Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implanted neurostimulator (ins) for parkinsons disease and movement disorders. The patient reported that they have had a reduction in their gait lately and reported that it was most noticeable today. The patient reported that they began noticing this less than a week ago. The patient reported that their ins battery level is currently at 2.82v. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.